Event description:
It was reported that a balloon rupture occurred. The patient presented with chronic critical limb ischemia-threatening ischemia (clti). The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right posterior tibial artery to the pedal side. An ipsilateral approach was performed, and the non-boston scientific (bsc) sheath was implanted. A non-bsc guide catheter was advanced, and the lesion in the posterior tibial artery (pta) was crossed with non-bsc micro catheter and non-bsc guidewire, pre-dilation was done with a non-boston scientific (bsc) balloon catheter; however, a balloon rupture occurred; therefore, the device was replaced with another non-bsc balloon catheter. Furthermore, additional dilatation with ultrasound was then performed, subsequently, a 1.2mm x 15mm x 142cm coyote fc (emerge) balloon catheter was advanced for dilatation. Initially inflated at 8 atmospheres. However, during the second inflation at 13 atmospheres for 30 seconds, the balloon also ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported. The patient condition was good.